Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. When the user hits the connector part of the device against a hard object and an impact is applied, the connector is damaged and flooded, so that communication with the endoscope is not performed correctly and the endoscope communication fails. As a result, the e216 shown is displayed. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the water ingress into the video connector. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the scope communication error e216 occurred. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.